Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to improper iol power used. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The returned sample was inspected at 10x microscope magnification visual inspection revealed that the lens was received with surface residuals adhered to the optic body. Also, one of the haptics was observed to be distorted. The lens condition is consistent with a lens that was explanted from the patient¿s eye. A manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) was generated during manufacturing of this production order. A review of the raw material / manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications related to the intraocular lens power. The documentation shows that the production order was manufactured according to specifications. Product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.